Event description:
The manufacturer received information alleging the device stopped operating during use on a patient. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging the device stopped operating during use on a patient. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, as the issue was duplicated during an operational check. The error log was checked and a ventilator inoperative error code related to the flow sensor was found. Evt_mach_flow_drift_high means the machine flow sensor drifted above the specification (>0.2lpm). The device's flow sensor was replaced to address the issue. Additionally, the muffler assembly and inline proximal filter were replaced due to dirt observed. This was not considered to be a cause of the reported issue.

Manufacturer narrative:
The manufacturer previously reported information alleging the device stopped operating during use on a patient. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, as the issue was duplicated during an operational check. The error log was checked and a ventilator inoperative error code related to the flow sensor was found. Evt_mach_flow_drift_high means the machine flow sensor drifted above the specification (>0.2lpm). The device's flow sensor was replaced to address the issue. Additionally, the muffler assembly and inline proximal filter were replaced due to dirt observed. This was not considered to be a cause of the reported issue. The replaced flow sensor was sent to the product investigation lab (pil) for further evaluation/investigation due to contamination and confirmed that this will be included in fsn 2023-cc-src-003. No further evaluation of this part is required at this time.